Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure the left ventricular (lv) lead was placed in a branch of the cs (coronary sinus). The lead was sutured down and then when the physician attempted to withdraw the competitor wire the wire became stuck within the lumen of the lead. While trying to withdraw the stuck competitor guidewire the lv lead's pin connector and the outer insulation separated. The lead and wire were removed. A different lead was implanted instead. No patient complications have been reported as a result of this event.